Manufacturer narrative:
Nothing is being returned, which precludes conducting a failure analysis. However, this type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it causing the metal of the guide tube to fatigue, fail, and break off. Other than this hypothesis, we cannot conclude as to what may have caused the user to have had this experience. Although the surgeon feels that there was no injury to the pt, the fact that the broken fragment was not retrieved from the pt, poses the possibility that pt injury could potentially occur. We do not know what impact, if any, this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. At this time, no further action is required.

Event description:
Our affiliate is reporting that during knee surgery, the distal portion of a rigidfix guide sleeve broke off into the femoral condyle of the pt.